Event description:
Healthcare professional reported "severe contracture via the 69th annual meeting of the japanese society of plastic and reconstructive surgery. General oral presentation 58: a study of 5 cases of breast-conserving radiation therapy patients who had tissue expanders (tes) inserted (breast 7, o-429). This record represents the 4th case and is for an unknown side. The status of the device is unknown.

Manufacturer narrative:
No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade unknown.